Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. A visual evaluation was performed, signs of use was identified. The implants external threads had bone debris attached. The implant had damage to the platform. The implants internal double hex was damaged. Unable to connect an in-house abutment due to the hex damage. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint: (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title, last name and email address are not provided / unknown.

Event description:
It was reported that the implant at tooth site #46 was stripped internally and was removed.